Event description:
During shoulder surgery case the dr -using apropriate drill bit- drilled a hole in the bone of the shoulder and attempted to insert a duet anchor. Upon placing the anchor half way into the bone, the device failed and had to be removed. Attempted again using a new drill bit and the new device failed. Both anchors were removed and others were placed without difficulty.